Manufacturer narrative:
Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. See manufacturer report 2032227-2014-43739 for hospitalization on (B)(6) 2014.

Manufacturer narrative:
The pump passed the delivery volume accuracy tests. No moisture damage was noted on the electronic assembly or motor assembly.

Event description:
It was reported that the customer went into the emergency room twice on (B)(4). It was stated that the customer has experienced unexplained severe high blood glucose. First hospitalization was on (B)(6) 2014 with a blood glucose value of 540 mg/dl. Customer was close to experiencing diabetic ketoacidosis and was treated with insulin drip. Second hospitalization was on (B)(6) 2014 with high blood glucose of 390 mg/dl. Customer also has had low blood glucose. Mother stated that customer had around 6 events of hypoglycemia within 13 days. In one occasion level was 27 mg/dl and then 55 mg/dl. Current blood glucose was 157 mg/dl. It was also reported that the insulin pump had insulin inside the reservoir compartment. Customer stated that the reservoir leaked passed the second o ring. Customer was advised to remove reservoir and dry the compartment with gauze or cloth. It was stated there are no cracks in the insulin pump. Self test performed and passed. Nothing further reported.